Manufacturer narrative:
PMA 510(k): this part is not approved for use in the united states; however a like device catalog # 6958726pt, 510k # k143471 was cleared in the united states. (B)(4). Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2016: the patient with atlantoaxial subluxation underwent posterior fusion at c1/2 using the medical devices (screws). After the operation (date unknown): screw at c1 was backed out and the damage to vertebral artery was found. On (B)(6) 2016: re-fixation of screws with magerl was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.